Event description:
It was reported that the patient's low voltage (lv) lead exhibited noise oversensing. No programming changes were made. Patient status was unknown.

Manufacturer narrative:
The reported events were failure to capture, noise, material twisted, insulation worn, and dislodgement. As received, only the distal portion of the lead was returned for analysis. The reported events of failure to capture, and noise were confirmed. Electrical tests did not find any indication of conductor fractures but did find any internal shorts. Further analysis noted a breach of the inner insulation consistent with external forces. The cause of the reported event was isolated to the exposure of the coil in the abrasion zone. Visual analysis did not find any anomalies on the returned portion of the lead with the exception of procedural damage.

Event description:
New information received noted the noise oversensing was on the patient's right ventricular lead.

Manufacturer narrative:
Additional information: a4, b1, b2, b5, d6b and h6.

Event description:
Related manufacturer report number: 2017865-2023-25065 new information received notes that the non-pacing dependent patient presented for the extraction of both the right atrial (ra) and right ventricular (rv) lead. Both leads were found to exhibit significant over-sensed noise. The rv lead failed to capture at high output and ra lead had inappropriate automatic mode switch. Upon fluoroscopy it was evident that the patient had twiddled the leads, and the entanglement caused portions of the insulation to completely wear away. Both leads were successfully explanted and replaced. The patient was stable.